Manufacturer narrative:
Additional information was received that there will be no further course of action at this time.

Event description:
A report was received that the patient had issues with feeling the battery and did not like the idea being inside the body. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the leads and ipg were replaced and the pocket was moved to high buttock below waistline. The patient was reportedly doing well. No device malfunction suspected. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient had issues with feeling the battery and did not like the idea being inside the body. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2317-50 serial #: (B)(4) product description: infinion cx 50 cm lead model #: sc-4318 lot #: 20056526 product description: clik x anchor.

Event description:
A report was received that the patient had issues with feeling the battery and did not like the idea being inside the body. The patient will undergo an explant procedure.